Manufacturer narrative:
(B) (4) the user interface module master software (B) (4), categorized as unremediated. The pump has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is that the channel a and channel b pumphead module keypads are delaminated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)the pump is available and has been returned to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
Healthcare professional reported that the device was explanted due to an aneurysm with leakage in the shell.

Event description:
The facility?s equipment dispatcher reported to the service depot on 10 november 2009 that a colleague infusion pump had a malfunction of "face cover worn" that occurred on an unspecified date. This was further clarified as an illegible keypad issue by the customer. It was not specified when the reported condition occurred. There was no adverse event, patient injury or medical intervention associated with this report. The uim (user interface module) software version is currently unknown. There is no additional information available.

Manufacturer narrative:
(B) (4)

Event description:
Resistance was encountered when inserting the first and second orbit coils (638cf0615) through the non-cordis echelon 10 microcatheter. Both coils were removed and were noted to be stretched. After inspecting the coils and delivery system, a kink on the distal part of the echelon 10 was noted. It was reported that the orbit delivery systems would not go all the way through the microcatheter due the kink that was noted on the echelon 10.